Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a safestep style safety infusion set. Usage residues were visible within the device. The safety mechanism appeared to be engaged and a needleless injection cap was attached to the luer adapter. A non-vad metal clamp was attached to the extension tubing. A partially circumferential split was observed at the luer/tubing joint. A partial tear was visible in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h11.

Event description:
It was reported the tubing is breaking where the line connects to the luer lock. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the tubing is breaking where the line connects to the luer lock. No other information was provided.